Event description:
It was reported that the left ventricular lead was implanted and explanted on the same day. No further information was available.

Manufacturer narrative:
Correction: upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) 2017865-2018-16994 as the event did not indicate a malfunction.

Event description:
New information received reported that the lv lead was implanted and explanted due to patient anatomy and the patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.